Manufacturer narrative:
The customer reported to olympus, the video system center 260 series scope is not recognized. There were no reports of patient harm. The issue was found during preparation for use and the therapeutic procedure was completed using a similar device. The device was returned for evaluation and during the evaluation, it was found that there was no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. The device was returned and evaluated, and the evaluation found no additional findings other than the malfunction documented in b5. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the video system center 260 series scope is not recognized. There were no reports of patient harm. The issue was found during preparation for use and procedure was completed using a similar device. The device was returned for evaluation and during the evaluation, it was found that there was no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the additionally requested investigation. Based on the results of the investigation, root cause could not be identified although it can be presumed it was due to dust adhering to the electrical contact of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that the procedure was a therapeutic endoscopic ultrasound-guided choledochoduodenostomy.